Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found a visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were aligned. The instrument passed the clip test on 2 of 2 attempts. The instrument was fully functional with no product issue was identified. The complaint regarding clip not staying in applier was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) device has received the instrument but has not completed failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument tips were not aligned and were not holding the clips. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier that the customer returned was used during the cholecystectomy procedure on (B)(6) 2024.. The instrument was inspected prior with nothing out of the ordinary noted. The issue was noted prior to the clip application with the instrument inside the patient. The clip fell into the patient and was retrieved during the same procedure. The type of clip used was a large weck hem-o-lok clip. To resolve the issue a new clip applier was used. There are no photos or videos available.